Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The gauss alarm light wire harness was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the gauss alarm was not operating as expected. There was no report of patient involvement.